Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-05083. It was reported that an existing pericardial effusion increased post procedure. A left atrial appendage (laa) closure procedure was performed. A baseline pericardial effusion (pe) was noted. The watchman® access system was deep seated in the laa. A 21mm and a 24-mm watchman ® laa closure device was advanced and deployed. However, the position at deployment was too proximal each time, therefore they were recaptured and removed. A 2nd 21mm watchman ® laa closure device was deployed and released. Sweeps were performed after the recapture of each closure device and at the end of the procedure, there was no change in the existing pe. A few hours post procedure the patient experienced intermittent periods of hypotension, it was noted that the pe had increased. Heparin had not been reversed. Fluids were administered and the pe resolved on its own. The patient is currently doing fine.